Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented one-day post-implant with no capture in the atrium. The physician tried to reposition the atrial lead but still had no good capture. The physician decided to implant a new atrial lead. The patient's condition was stable.